Event description:
The customer reported a unicel dxi 800 access immunoassay system generated nonreproducible accutni+3 results for one patient sample. The customer stated that sample's initial, elevated accutni+3 results were reported from the laboratory. The customer recentrifuged the sample and retested it on the same instrument, which generated lower accutni+3 results within the reference range. The customer released corrected reports. The customer is not aware of any impact to patient treatment in connection with this event. All system parameters such as quality control (qc) results, calibration, system check, and precision run were within assay and instrument specifications. The samples were collected in lithium heparin tubes; sample processing information was not provided.

Manufacturer narrative:
There is no indication that access accutni+3 reagent was returned to beckman coulter (bec) for evaluation. Bec field service was not dispatched to the site. The cause of nonreproducible accutni+3 results could not be determined with the supplied information.